Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital for follow-up and the cardiac resynchronization therapy defibrillator (crt-d) was interrogated with incorrect programmer software. The device was recognized incorrectly and then programmer was restarted to the correct manufacturer software and a complete interrogation took place. The device remains in use. No patient complications have been reported as a result of this event.